Event description:
It was reported that, while attempting to place pt on cardiopulmonary bypass, the perfusionist noticed the line pressure reading on the heart / lung machine to be very high. After inspecting the total extracorporeal circuit, it was determined that the occlusion was caused by the fracture of the tip of the arterial cannula. The pt sustained a momentary drop in his blood pressure.